Event description:
Patient undergoing robotic assisted radical prostastectomy w/bilateral pelvic lymph node dissection: laparoscopic endocatch improperly deployed causing pieces of endocatch to detatch inside the patient's abdomen. Another endocatch was opened and although the bag deployed properly, the same piece of endocatch detached inside the bag itself. The problematic piece is not supposed to come loose.